Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0201 showed two other similar product complaint(s) from this lot number.

Event description:
A hole was found in the catheter about 3.5 cm proximal to the distal tip during evaluation.